Event description:
Related manufacturer reference number: 3006705815-2023-00926. Surgical intervention occurred on (B)(6) 2023 where both leads were explanted and replaced due to high impedance. Therapy was restored post procedure.